Manufacturer narrative:
All available information for conducting this investigation was provided and no follow-up attempts will be performed.

Event description:
It was reported that the controller had a "pump off" on 14dec. The asymptomatic patient did not see nor hear the alarm. A new controller was given to the patient. The log file captured speed drops below the low limit and a pump stop. The patient was stable at home. Related manufacturer report number# 2916596-2021-07667.

Manufacturer narrative:
All available information for conducting this investigation was provided and no follow-up attempts will be performed.

Event description:
It was reported that the controller had a "pump off" on 14dec. The asymptomatic patient did not see nor hear the alarm. A new controller was given to the patient. The log file captured speed drops below the low limit and a pump stop. The patient was stable at home. Related manufacturer report number# 2916596-2021-07667.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events. Based on complaint history and similarly reported events, the pump stop and low speed events observed in the submitted log file are consisted with damage to one or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data spanning from day 166, hour 8 minute 18 to day 175, hour 0 minute 22, approximately 9 days of data. The fixed speed was set at 8800 rpm with a lsl of 8200 rpm for the duration of the captured data. On day 171, hour 16 minute 54 there were low speed events and a pump stop event. During these low speed and pump stop events, there were pump power elevations as high as 11.7 watts. There were further events on day 173, hour 13, minute 59 and day 173, hour 16, minute 35 there were further events where the pump speed dropped below the lsl. The low-speed events and pump stop were associated with low-speed advisory, low speed hazard, low flow hazard and motor stopped flags active. The low speed and pump stop events occurred while the patient was supported by power module power. At the end of the captured data, on day 175 the driveline was disconnected which corresponds with the reported system controller exchange. There were no other abnormal captured events ¿ the only other captured events were associated with power cable disconnects and pi events. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas was not returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13feb2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.